Manufacturer narrative:
The acist angiographic contract injection system, model cvi, was returned to acist on march 26, 2014 for testing. The injection system was functionally tested and met the pre-established specifications. There is no evidence of device malfunction related to this event based on the data from the analysis of the injector. The consumable kits used during the event were discarded by the hospital; therefore, no analysis could be made of these items. Acist requested a copy of the cine-angiogram but this was not provided by the hospital. The acist contrast injection system is equipped with an air column detect sensor. The air column detect sensor senses air in the proximal end of the high-pressure (injection) tubing. If air is detected in the tubing, all fluid delivery functions are disabled. Based on the testing of the injector, there is no evidence of device malfunction related to this event. The cause of the event is inconclusive, although injection of air upon the first injection of contrast media may include inadequate clearing of air from the pt catheter at setup. This report is closed.

Event description:
User facility reported, during an emergent cardiac catheterization for a pt with st-segment elevation myocardial infarction (stemi) and elevated troponin, air was injected into the pt upon the first injection of contrast media. The pt experienced chest pain, st segment elevation, abnormal heart rhythm, and hypotension. The pt recovered the following day.